Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and undersensing on the right ventricular (rv) lead. X-ray was performed and revealed rv lead dislodgement. During rv lead revision, the rv lead insulation was found damaged. The physician elected to explant and replace the rv lead. The patient condition was stable following the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, flattening of lead at the proximal portion, unacceptable threshold, and under sensing. The reported event of lead showed some flattening at the proximal portion was confirmed. Visual inspection of the lead found the lead body insulation was compressed consistent with procedural damage. The cause of the reported event of flattening at the proximal portion is consistent with procedural damage. The reported events of unacceptable threshold and under sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.